Manufacturer narrative:
Event date and implant date are approximated.

Event description:
It was reported that a pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure. The procedure was successfully completed without incident. Some time after the case, a transthoracic echocardiogram was performed and a pericardial effusion was noted. At this time, a pericardiocentesis was performed to removed 150-250 cc of fluid. No other complications were reported. Patient is doing well and has been discharged home.